Event description:
This report is based on information provided by a philips customer call center and field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 453564592711 (hs1 (w b) defib simp. Chinese exchg) indicating that the device was emitting a triple chirp. Results of functional testing indicate a battery failure. The device was evaluated at the customer site where the reported triple chirp issue was confirmed due to a battery fault. The device would not restart. The battery was reinserted and the device returned to full functionality. The device was not available for additional investigation as it remains in use at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a battery failure that was resolved by reinserting the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's battery was reinserted to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the rear case assembly label and a replacement rear case assembly was quoted for. The customer did not accept the quote for repair and the device remains at the customer site with no further evaluation being warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the label. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer quoted for replacement of the rear case assembly. The quote expired without being accepted; therefore, no repair was done at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the rear case label serial number information was not visible. There was reportedly no patient involvement.